Event description:
According to event details, bioglue surgical adhesive was used in conjunction with another dura sealing product during a chlari malformation repair (not an indicated use for bioglue surgical adhesive in the u.s). Bioglue was placed on the seams between a duragen (trade marked) patch and the dura mater. At approx 2 mos postoperatively the pt experienced symptoms consistent with meningitis (i.e fever and headache). The pt was prescribed antibiotics, and cultures were taken which indicated negative results for growth. The symptoms continued and the surgeon reoperated on the pt and removed bioglue as part of the procedure. The surgeon referred to the pt's condition as "chemical meningitis," which is referred to as a chronic condition of meningitis. The surgeon believes that the pt had some type of reaction to bioglue surgical adhesive or the duragen patch material.